Manufacturer narrative:
B:5 additional information. On the same day as the event, a laparotomy was performed and a type ia endoleak was confirmed. It was reported that one stent of the proximal endurant, and also the limb portion which was landing in the common iliac artery were left implanted and the remaining part of the device was removed. A y-graft replacement then performed. The patient was placed under monitoring in ICU. It was confirmed when the aortic aneurysm was visualised on laparotomy, it was judged that it would be difficult to treat the type ia leak by endovascular treatment and so it was decided to perform y graft replacement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c124ej, serial/ lot #: (B)(4), ubd: 30-mar-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 40mm abdominal aortic aneurysm. It was reported that approximately four years later the patient presented emergently with an aaa rupture. CT showed either a type ia or type ii endoleak. The patient received emergency treatment. It is unknown what treatment was carried out. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.